Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump shut off unexpectedly. However, the customer declined to troubleshoot this issue with tandem technical support. It was also reported the insulin gauge displayed multiple inaccurate fill estimates across multiple cartridges. Reportedly, the insulin gauge displayed an inaccurate value of 70 units when it was filled with approximately 200 units of insulin. The customer¿s blood glucose was 151 (mg/dl). Reportedly the customer continued to use the pump for insulin therapy.